Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The threaded inserter was returned and evaluated. As returned, the tip of the device for fractured. No blatant signs of misuse or damage were observed. Light wear and scratching are present on the chuck and threaded tip of the instrument. The wear is consistent with incidental use of a multiple use instrument. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the tip of the screw adaptor fractured into the head adaptor. All fractured pieces were removed from the patient. Attempts have been made and additional information on the reported event is unavailable.